Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during a pacemaker implantation procedure on (B)(6) 2017, the subject lead was inserted into the patient's ventricle. With the lead tip positioned in the right ventricular apex, the lead was tested using a pacing system analyzer (from biotronik). The r-wave amplitude was unmeasurable, ventricular pacing failure was observed at 5.0 v/0.5 ms, and the ventricular lead impedance was less than 50 ohms. Lead tests were repeatedly performed, but the observed results were all the same. No changes were observed in the results regardless of whether or not the lead had a stylet inserted in it, using a different pair of alligator clips, a different pacing system analyzer (accupace from pacemedical, inc.) Or repositioning the lead tip. The lead was replaced with a different one, normal lead measurements were successfully obtained.

Event description:
Reportedly during a pacemaker implantation procedure on (B)(6) 2017, the subject lead was inserted into the patients ventricle. With the lead tip positioned in the right ventricular apex, the lead was tested using a pacing system analyzer (from biotronik). The r-wave amplitude was unmeasurable, ventricular pacing failure was observed at 5.0 v/0.5 ms, and the ventricular lead impedance was less than 50 ohms. Lead tests were repeatedly performed, but the observed results were all the same. No changes were observed in the results regardless of whether or not the lead had a stylet inserted in it, using a different pair of alligator clips, a different pacing system analyzer (accupace from (B)(4)) or repositioning the lead tip. The lead was replaced with a different one, normal lead measurements were successfully obtained.